Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 41 mg/dl with an unknown cause. The customer went to the emergency room (ER) to treat the low bg. While in the ER customer received glucose tablets and was disconnected from the pump. The customer left the ER after 3 hours with the issue resolved. Tandem technical support reviewed pump data and found that a temporary basal rate was set to 120% of normal basal. The customer stated that this temporary rate was set for an infusion of steroids due to the customer's multiple sclerosis, and acknowledged that the temporary rate was the cause of the low bg.